Event description:
A customer contacted beckman coulter (bec) reporting that there was a clenz leak of approximately 40 cubic centimeters coming from the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse indicated that there was a leak at pinch valve 37 black I-beam tubing. The fse replaced the I-beam tubing and system performance was verified. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).